Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard solution set leaked. This occurred during infusion of total parenteral nutrition with a colleague pump. The solution observed to be leaking onto the floor. The device was removed from the pump and a hole was noted on the tubing. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.